Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined to install set up and resumed testing. A field service enginee troubleshot device found bad moab. Site had a drawer in storage that we were able to get a moab. Installed set up and resumed testing. No further issues found. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a cubie failure. There are 2 failed cubies in the same drawer. The customer reported that the user was able to remove the medication and there was delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.